Event description:
User facility reported discrepant blood glucose results from inform system and laboratory blood glucose: 6:38 - arterial (a-line): 180 mg/dl, given 2 units insulin (type unk), 7:41 - a-line: 335 mg/dl; 7:44 - a-line: 454 mg/dl; insulin drip (type unk) increased to 6 units/hour; 7:49 - a-line: 97 mg/dl; 7:51 - a-line: hi (greater than 600 mg/dl); 7:58: - venous lab: 151 mg/dl; 7:59: fingerstick: 86 mg/dl. Facility reported no serious adverse event to patient due to the alleged malfunction; patient was in cardiac recovery unit post-surgery at the time. A request was made for the return of the suspect device and replacement product was sent.